Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On april 1, 2024, senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The user received sensor replacement alert on (B)(6) 2024, day 11 post insertion. The investigation on the returned sensor revealed that the sensor experienced a led short, which triggered the sensor replacement alert. As part of resolution, a return material authorization was issued for sensor replacement. No further resolution was necessary for this complaint. B4. Date of this report 24 june 2024. D9. Device available for evaluation? Yes, 14 may 2024. G3. Date received by the manufacturer? 24 june 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.